Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced and was hospitalized for peritonitis. The cause of peritonitis was unknown. The patient was treated for the peritonitis with injection vancomycin intraperitoneally (ip) (250 mg, once daily), injection amikacin ip (250 mg, once daily) and injection cefuroxime ip (500 mg, once daily and 250 mg in all other bags). At the time of this report, the patient had recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.